Event description:
Customer reportedly rec'd an undosed result of lo (less than 10 mg/dl) on the active s system. Customer re-tested on the same system within 10 minutes and obtained result of 158 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.